Event description:
It was reported there were unacceptable thresholds and positioning difficulties. The lead was removed from service. No patient complications have been reported as a result of this event.